Manufacturer narrative:
Our filled service engineer (fse) investigated the ventilator on site. It was reported that the ventilator failed pressure transducer test during pre-use check. The event was reported on "based on available information without logs and information about replaced part, the reported issue may have underlying causes which represent a reportable event". After that our field service engineer (fse) investigated the ventilator on site and the reported isse could be reproduced. The investigation revealed that the inspiratory channel printed circuit bard pcb was found defective. More over, signs of liquid was found on the defective pcb. The pcb was contaminated by the liquid from o2 cell. And will cause a high-resistive connection if comes in contact with two electrical signals simultaneously. However, the only signal affected by a high-resistive connection is the measuring signal from the o2 cell - all other connections will not be affected as they are low-resistive. Therefore, issue described herein is not considered as safety related. No logs were received and no parts were returned for investigation, therefore the reason for reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. No more information was available. There was no patient involvement. Manufacturer's ref.#: (B)(4).